Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system with a h-2 pressure cuff was received in fair condition. The device was manufactured in 2007. Visual inspection revealed that the h-31b air detector optical key sensor assembly was broken due to customer damage. The customer reported product problem was therefore confirmed. The h-31 optical key sensor assembly and mount block assembly were replaced as a result. A tempcheck test fixture was fitted on the device. The measured temperature was 41.7 degrees which was within tolerance. The unit passed all functional and electrical tests.

Event description:
It was reported that the air detector key sensor was broken. The product problem was observed during preventative maintenance. There was no patient involvement.